Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a wedge resection an egia60amt was used with I-drive. Upon the first fire, jaws did not close. Another reload was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur if the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.